Manufacturer narrative:
Device received with partial white display due to corrosion on electronic board stack. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to partial white display. Unable to verify critical pump error due to partial white display. Device received with corroded force sensor assembly and motor assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they went for swimming with insulin pump received the open book image on the insulin pump screen. The customer blood glucose level was 130 mg/dl. The insulin pump will be returned for analysis.